Event description:
This report pertains to one of two devices used during the same procedure. Associated manufacturer report #3005099803-2012-06376 pertains to the other device.it was reported to boston scientific corporation that the patient was implanted with a solyx sis system on (B)(6), 2010. According to the complainant, the patient experienced an injury. According to the physician, there were no complications due to the procedure. The patient had some leaking with urge, as well as symptoms of urinary tract infections, but it had little to do with the device and more to do with her age. All other information is unknown and reportedly unavailable.

Manufacturer narrative:
(B)(4).